Event description:
Patient was placed on bedpan by rn and patient care tech. Call light was given to patient, and patient was told to press call light when finished with bowel movement. Both lower side rails were up (and left upper side rail was observed to be up upon entrance to room status/post fall). Staff nurse reported hearing a suspicious sound and walked in to find patient on floor. Upon questioning patient stated that she forgot that she was on a bed pan and was attempting to get out of bed to get to commode when she fell. Patient care tech recalls with certainty that both side rails were up because he stated that he returned to the room status/post placing the patient on the bedpan in response to hearing the patient's IV pump beeping. He recalls instructing the patient on how to adjust the angle of her head by using the buttons on the inner siderail which are designed for patient use after the patient stated that she wanted her head elevated. The patient care tech also recalls adjusting the patient's pillow prior to leaving the room. "To the best of my recollection I personally believe that both lower siderails were up because I always keep four siderails up per patient request. The patient stated that she felt "more secure" when all siderails were up."when asked what had occurred she states that she forgot she was on the bedpan and had to go to the bathroom so tried to get up to go there. When questioned as to how she ended up on the floor she states that she grabbed the "handle" to pull herself out of bed and then fell on the floor.following another incident it was observed that when a sheet or blanket becomes caught in the siderail, the siderail will stay up but will not fully latch. With a large amount of force applied to the siderail, it will drop.there was no apparent injury to the patient. A head CT was negative for a bleed.